Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. It is unknown if the sample is available for investigation. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint was reported as: "(B)(6) 2019, in (B)(6) hospital, no mist came out during function test . Then changing to a new one to complete the treatment. No serious harm to the patient." It was reported there was no patient involvement.